Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, with the scope elevator in relaxed position, the cut wire was oriented in the wrong direction when it first exited the scope, prior to bowing or cautery. The device came out of the scope at a 1 o'clock position, and the orientation was unable to be corrected by rotating the device. Reportedly, there was no visible damage to the device after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. It was also mentioned they were unable to inject contrast. The procedure was completed with a second truetome 44. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
Device codes: problem code 3009 captures the reportable event of cut wire oriented in the wrong direction. Visual examination of the returned device revealed no visual defects ; the returned product looks under good conditions without evidence of damages or anomalies. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within specifications. Additionally, water was injected using a syringe through catheter and no leaks were found. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, with the scope elevator in relaxed position, the cut wire was oriented in the wrong direction when it first exited the scope, prior to bowing or cautery. The device came out of the scope at a 1 o'clock position, and the orientation was unable to be corrected by rotating the device. Reportedly, there was no visible damage to the device after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. It was also mentioned they were unable to inject contrast. The procedure was completed with a second truetome 44. There were no user injuries nor patient complications reported as a result of this event.